Manufacturer narrative:
It was initially reported, the device's oxygen blending module board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device also failed a step during testing. The device's sensor board was replaced to address the issue. The initial report was filed as 2518422-2010-01838. A correction was sent as 2518422-2019-01838.

Manufacturer narrative:
The initial report was sent as 2518422-2010-01838. The correct report number is 2518422-2019-01838.

Event description:
The manufacturer received information alleging a ventilator was alarming for a low oxygen condition. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue.